Event description:
It was reported that a vns pt, who recently underwent generator revision surgery, was experiencing discomfort and redness at the site. The surgeon plans to reposition the device. Good faith attempts to obtain additional info have been unsuccessful to date.